Event description:
The customer reported a high blood glucose level, although the specific value was unknown and displayed as "high." The customer took corrective action by administering a correction bolus via the pump, and complete systems checks were performed. The customer was advised by technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels. It was recommended to replace supplies as necessary and resume insulin usage. Customer reverted to an alternate form of insulin therapy.